Event description:
At two weeks postop x-rays showed the locking ring to be outside of the shell. (X-rays sent to company, also retrieved liner). Approximately 3 days prior to event date, the constrained liner was dislocated and on event date patient underwent revision surgery. (Retrieved cup and constrained liner enclosed).